Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has not been returned, however, one electronic photo has been returned to the manufacturer for evaluation. The investigation is inconclusive for the reported component missing. A root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8716000 implanted port allegedly experienced missing component. This information was received from one source. This event did not involve a patient as there was no patient contact. The patient's age, weight and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has not been returned, however, one electronic photo has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8716000 implanted port allegedly experienced missing component. This information was received from one source. This event did not involve a patient as there was no patient contact. The patient's age, weight and gender were not provided.